Event description:
Pt did bring up an issue she had with one of her cassettes. When trying to connect the cassette to the pump. She noticed a small bulge or "bubble" as she called it in the plastic piece that connects to the pump. She was not able to properly connect the cassette due to this and had to use another. No medication was lost. Cassette is available for return. No further info. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.